Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. To assure a high quality specimen when utilizing heparin plasma, several factors are key. Included, but not limited to are: proper phlebotomy technique to minimize poor barrier separation and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. Evaluation and enforcement of ¿add on testing¿ policies and validation of analyte stability, including the effects of specimens containing latent fibrin should be considered. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. This complaint investigation was conducted under the premise of a previously investigated issue specific for poor barrier separation, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. Root cause description: this complaint investigation was conducted under the premise of a previously investigated issue specific for poor barrier separation, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis.

Event description:
It was reported that poor barrier separation occurred during use with a bd microtainer® pst¿ tubes with lh (lithium heparin). The following information was provided by the initial reporter, "customer complains of gel not separating properly. Customer complains that after centrifugation, the gel material was on top of the plasma which resulted in probe blockage on the architect analyzer. The probes needed to be replaced."